Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Device seal plugs were intact, it appeared that leads had been fully seated in the lead barrels, and all setscrews moved freely. The device battery was depleted, but based on available data it appeared that the device had met longevity expectations. Lead impedance testing was performed using a 500-ohm attached load with resulting measurements within normal limits. Per analysis, normal device operation was noted.

Event description:
Boston scientific received information that this device was explanted for an unknown reason. No adverse patient effects were reported.